Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The customer noticed that the sipper nozzle was dripping during routine operation on channel 2. A field service engineer (fse) replaced the pinch valve, the pinch tubing, and the system reagent procell. They decontaminated the procell flow path. The fse verified that the module was performing according to specifications. The cause of the event was related to a component failure. The investigation was unable to establish the specific root cause. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas 6000 e601 module for one patient. The initial result was 120 ng/ml, and the repeat result on another measuring cell was 15 ng/ml.

Manufacturer narrative:
In the initial medwatch, the first line of h11 additional narrative should have been: "the reagent lot number and the expiration date were requested but not provided." Instead of: "the cobas 6000 e601 module serial number is (B)(6)."